Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that the patient presented for a follow up exam. Upon interrogation it was noted that the longevity was showing 4 months left to eri with a voltage of 2.50v. The values were updated and the voltage was then reading 2.45v. It was noted that during the last check the longevity estimation was 6-4 years to eri. Patient has not received any hv therapies since last check. The patient condition was stable before, during, and after the event. The patient was enrolled in merlin.net and will continue to be monitored.